Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event happened during programming/ set up at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed system error 345. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing upstream thermistor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.